Event description:
Additional information: the health care provider reported that the ptm was miscommunicating with the pump. Intervention included pump analysis and log check. The patient experienced increased pain when the boluses were not delivered.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sutures holding the pump came loose and healthcare provider (hcp) had to re-suture the pump on (B)(6) 2012. Also, since the last 10 days or more when patient tried to give himself a bolus it was denied on the ptm (personal therapy manager). The boluses were declined when patient was not in a lockout period and ptm reflected exactly 4 hrs until next bolus, which was the lockout duration. Pump logs were not checked. Patient did not feel like he was getting a bolus. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted:2011-(B)(6), explanted: unk; ptn programmer model: 8835, (B)(4). (B)(4).